Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical (B)(4) service department for evaluation and the customer's report was not duplicated under testing. Review of the device clinical data does show the device detected an unsupported cable/electrode. However, the device did display the ECG signal via pads. The multi-function receptacle was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are typically not submitted due to the fact that the device's ability to administer therapy is not impaired.

Event description:
Complainant alleged that while attempting to treat a vsa patient (age & gender unknown), the device's CPR feedback was not working. Complainant indicated that the clinician obtained another device using the same electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a vsa patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device using the same electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.